Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a ¿restart alert¿ and later an alert 35 with ¿unable to proceed¿ during a supply change, and the issue resolved only after replacing the cartridge, connector, and infusion set and successfully resuming insulin delivery; blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included guided troubleshooting, verification of notifications, a dry run without supplies, and a full supply change using new supplies. Investigation of this case revealed an occlusion related to the infusion set and associated delivery components that resolved with a complete supply change, consistent with an infusion system obstruction. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable supply-related occlusion, with no device malfunction confirmed.